Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. There was an issue with the catheter wire. The mechanical operation of the catheter shaft was kinked. Visual analysis of the lead indicated damage during use. The analyst noted that the catheter was returned without the slitter. Visual inspection found the catheter shaft was kinked causing spiral slit. The deflectable wire is visibly seen outside the catheter shaft. It appeared damaged during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, while the physician was slitting, resistance was noted toward the distal end and the slitter came out of the catheter. The physician reinserted the slitter and tried again to move past this point. There was still resistance to the slitter until a ¿pop¿ sound was heard as the slitter advanced slightly and fell out of the catheter again. Upon reinserting the slitter, a wire was noticed to be hanging out of the catheter. Once the physician reinserted the slitter and they were was able to finish slitting without trouble. No patient complications have been reported as a result of this event.